Event description:
Drug/diluent: marcaine 0.25%, fill volume: 350ml, flow rate: unknown, procedure: arthroscopic debridement, unstable right superior labral tear. Arthroscopic removal of loose body, right shoulder, with joint surface defect debridement. Open right distal clavicular resection arthroplasty. Open subacromial smoothing (acromioplasty), with debridement and repair, partial-thickness, bursal surface, right rotator cuff and tear, cathplace: subacromial-subdeltoid space. Pt alleges cartilage damage in right shoulder following placement of an on-q pain pump, after surgery on (B)(6) 2005.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. The lot number was not provided; therefore, the device history records could not be reviewed. Results: the information contained is from legal documents served on I-flow, llc. The complaint was opened, so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit served on I-flow or the threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation. As of 11/09/2006 I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1307011). On 08/08/2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722, rev. E).